Manufacturer narrative:
The investigation for the console (aic) controller failure (red alarm) has been completed. Data logs were reviewed finding that the issue was confirmed. The console issued an impella stopped and controller failure (pmd comm loss) alarm. The console then issued an impella stopped, retrograde flow alarm. Further, the logs confirm that the console was successfully able to reset the pmd resuming function of the pump at the initial p-level. Real time (rt) logs analysis confirms that there was a period of when raw motor current dropped to zero before resuming function at previous pump level (speed). Data logs show that pump was then unplugged from console. Subsequent attempts to replug the pump where unsuccessful reflected in the persistent issuance of impella defective (error reading eeprom) alarms. The console was returned for evaluation. Upon initial boot up of the console in the engineering lab didn't reveal any anomaly. When the console internal circuitry was inspected, there was no evidence of compromised cabling. Power supply from the pbm to the impellatronic board was within specification. A known good but similar pump and purge system where connected to the console and run for over an hour at varying p-levels without any observable anomalies. The root cause for the pump stop from the pmd communication loss could not be determined due to the failure not being reproduced. The impella defective alarms due to eeprom reading errors were most likely caused by blood ingress into the pump red handle as detailed in the investigation of pump as noted in MFR report #1220648-2024-17491. Added-h6 impact code 4629.

Event description:
The user facility reported a 21-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the impella automated impella controller (aic) had a controller failure alarm. The nurse switched over to a new console and the impella defective alarm was present. The nurse tried another console and the same alarm was present multiple times. The impella 5.5 was pulled back into the ascending and the impella 5.5 was removed.

Manufacturer narrative:
A.5 race is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.